Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak from the cassette door of their cycler during step 9 of their pd end treatment. The patient reported receiving a notice: draining slowly message that occurred prior to the fluid leak. It is unknown at which point in therapy the leak may have begun. The fluid leak did come in contact with the cycler and was observed in the pump module area of the cycler and on the external of the cassette. Fluid leaked from inside of cassette door, and the reporter stated it looked like droplets. The patient also stated the cassette felt wet when they went to pull it out. The film on the back of the cassette was not loose. The patient was advised to disregard using the cycler and contact the pdrn and on-call nurse for advice on alternate treatment. Additional information was requested but was not received to date.

Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak from the cassette door of their cycler during step 9 of their pd end treatment. The patient reported receiving a notice: draining slowly message that occurred prior to the fluid leak. It is unknown at which point in therapy the leak may have begun. The fluid leak did come in contact with the cycler and was observed in the pump module area of the cycler and on the external of the cassette. Fluid leaked from inside of cassette door, and the reporter stated it looked like droplets. The patient also stated the cassette felt wet when they went to pull it out. The film on the back of the cassette was not loose. The patient was advised to disregard using the cycler and contact the pdrn and on-call nurse for advice on alternate treatment. Additional information was requested but was not received to date.